Event description:
It was reported that the nurse attempted to empty foley. When unclamped, foley would not drain. Upon examination, that appeared that the drainage tube was sealed on the inside, where the drain bag and tube meet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.